Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in brazil. On (B)(6) 2025, the patient's mother encountered an incident where her child's blood glucose level spiked to 540 mg/dl. This significant elevation was determined to be a result of a bent cannula in the insulin delivery system. To address this hyperglycemic event, the patient administered a correction bolus through their insulin pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.